Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown reagent on a stago analyzer. The meter results were 5.2 inr and 5.3 inr. Approximately 30 minutes after the meter result, the laboratory result was 3.9 inr. The patient¿s therapeutic range is 2.0-3.0 inr.